Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level ranged between 520-525 mg/dl. Customer delivered a bolus via the pump to address bg level. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.